Manufacturer narrative:
Subject device is not available.

Event description:
During a coil embolization procedure, the physician repositioned the coil several times in order to place it into the intended area of treatment; ultimately, the coil had to be removed. The physician proceeded to advance the microcatheter further and re-inserted the same coil. Upon insertion of the coil into the intended area of treatment, the physician was able to see 1cm of the coil by fluoroscopy; therefore, the physician decided to remove the coil. It was reported that during removal, the coil stretched and mechanically detached. The main coil was not found inside the patient during fluoroscopy. The physician believed that the coil may have lodged in the hub of the microcatheter when it detached. There were no clinical consequences to the patient. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Per additional information received, no damage was noted to the device prior to use and it was prepared as per dfu. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
During a coil embolization procedure, the physician repositioned the coil several times in order to place it into the intended area of treatment; ultimately, the coil had to be removed. The physician proceeded to advance the microcatheter further and re-inserted the same coil. Upon insertion of the coil into the intended area of treatment, the physician was able to see 1cm of the coil by fluoroscopy; therefore, the physician decided to remove the coil. It was reported that during removal, the coil stretched and mechanically detached. The main coil was not found inside the patient during fluoroscopy. The physician believed that the coil may have lodged in the hub of the microcatheter when it detached. There were no clinical consequences to the patient. No further information is available.